Event description:
It was reported that the intra-aortic balloon (iab) was placed over the weekend (12/19-12/20). Pt was reported as unstable. Pump was removed from pt and replaced with a second pump (iap-0500). The first pump was unable to read the fiberoptic sensor (fos). This pump also experienced "drain failure alarms." As a result, the pump was switched to another iap-0500 which was utilizing the fos without difficulty and having no alarms. The rt was not currently with pt, nor had she been with pt over the weekend. Rt does not know if the rt over the weekend attempted to disconnect and then reconnect the blue fo key to regain signal. Rt is "assuming that was attempted." The clinical support specialist (css) explained "the drain failure and possible causes and she did state that although she didn't know pt well, her staff had reported that he/she was unstable. When pt was switched to a second pump, the fos was working appropriately and the pump was utilizing the fos as the aline source. No drain failures noted." Css instructed the rt to send the first pump to biomed with a note attached explaining the issues and our field service would follow up with biomed.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.